Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the lcd lens was scratched, the battery compartment was damaged, and the dso seal was worn. Functional testing was performed, and the root cause was determined to be due to the expulsor. The expulsor was trimmed, the battery compartment and door, lcd lens, dso seal, latch lock and lever, latch lock flex were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. G1 email address: (B)(4).

Event description:
It was reported the device failed an accuracy test during testing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.